Manufacturer narrative:
Based on the details of the complaint the intended target was the celiac trunk that is off the aorta as part of a customized cook branched endograft procedure. The advanta v12 catheter / stent could not be advanced over the 180 ° bend of the 10f fustar steerable sheath. Being that the location was the celiac trunk and that the angle was 180 degree indicates that the angle was too tight for the advanta v12 to track into position. Upon removal of the device, the physician deployed the stent on the bench resulting in the eptfe cover tearing. The eptfe covering that is on the stent was not designed to be deployed dry in the air. The eptfe covering needs to be at body temperature and in fluid such as blood. Deploying the stent will result in a eptfe cover tear if not deployed within the body as designed for its intended use. Based on the returned device and the image provided by the institution the tear in the center of the stent is indicative of a stent that was deployed dry on the bench. There were no signs that the covering was damaged prior to the deployment of the stent on the bench. During the process of manufacturing all stents, go through two separate final inspections to ensure the covering of the stent is within specification and has no defects in regards to the eptfe covering of the stent. The first inspection is stent covering mfg final inspection. The procedure 100% inspects the covering of the stent after the covering has been applied and of the bare metal stent prior to applying the cover of the stent. Any defects noted as compared to the visual aid v12/icast bare and eptfe covered stent visual defect criteria. This is followed by a second inspection stent covering, secondary manufacturing final inspection. The purpose of secondary manufacturing final inspection is to describe the method for a secondary 100% visual inspection of eptfe covered stents by an independent operator, and to instruct manufacturing to perform covered stent integrity testing. The testing that is conducted is to expand based on an aql level sampling of the eptfe covered stent to ensure the integrity of the covering material. This expansion testing of the stent is conducted per test procedure covered stent expansion test. If one stent fails the expansion testing the entire lot of stents are scrapped. Based on the details of the reported event and inspection of the returned device there is no indication that the device was non-conforming and therefore cannot confirm the complaint. Deploying the stent outside of the body on the bench is considered misuse of the product.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported, that the intended stent implantation location was in the celiac trunk through a fenestration of customized endo prosthesis. The catheter/stent could not be advanced over the 180 ° bend into the celiac trunk within the 10f sheath. The stent delivery system was removed and the doctors deployed the stent on the bench and the eptfe cover tore. This only occurred on the back-table en-situ when the balloon was unfolded after the device had already been removed from the lock.